Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received battery out limit. Customer's blood glucose level was unknown. Customer also reported that they were not able to clear the alarm and they did not receive a request to rewind insulin pump. Customer troubleshooting was performed. Insulin pump will not be returned for analysis.